Event description:
N/a.

Manufacturer narrative:
The certas valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for issue reported by the customer could be linked to the implantation site of the valve. As noted in the instructions for use (IFU): ¿magnetic fields should not be placed in close proximity to the valve due to the possibility of an unintentional setting change¿ and also ¿keep magnets (i.e. Easyphone magnet, etc.) At least 15 cm (6 inches) away from the active implant. If using a phonak wireless accessory, consult the chapter ¿important safety information¿ in your wireless accessory user guide.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a patient's hearing aid was affecting the certas valve. The patient had symptom of over drainage every time he wore the hearing aid and symptoms disappeared when removed. The patient was now wearing only one of his hearing aids instead of bilateral.